Manufacturer narrative:
Siemens filed initial MDR 2432235-2019-00353 on 02-oct-2019. Additional information (02-oct-2019): the siemens customer service engineer (cse) did not find any issue with the instrument during the service visit. Siemens further investigated the issue and reviewed the instrument data to determine the cause of the event. Siemens determined that the data provided by the customer did not show that the instrument was stuck "in progress" on (B)(6) 2019. The customer indicated that the instrument is intermittently stuck "in process" and the customer shuts down the instrument to restore functionality. The customer clarified that they did not report this event to the FDA. Section e4 was updated to reflect the additional information. Siemens is investigating the issue.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2019-00353 on 02-oct-2019 and first supplemental MDR on 29-oct-2019. Additional information (11-nov-2019): the customer reported that between (B)(6) 2019, the issue reoccurred. However, the customer did not provide any further details. On (B)(6) 2019, the customer reported that the issue has not reoccurred for four weeks. Siemens requested for additional logs and database, but this information was not provided for further investigation. There is no evidence of the instrument being stuck in "in-process" state in the instrument log files. The result and conclusion codes in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted siemens customer care center (ccc). The customer informed siemens that there was a delay in reporting test results for patient sample(s) as the advia centaur xpt instrument stalled and remained in "in process" mode during operation. A siemens customer service engineer (cse) was dispatched to the customer's site. Siemens is investigating the issue.

Event description:
The customer reported that there was a delay in reporting results for patient samples on an advia centaur xpt instrument. This occurs when the instrument remains in the "in process" mode during operation. The customer reported that the issue became apparent to them when they observed that samples were pending results and all mechanical assemblies within the instrument were stalled. The customer reported that they lost samples but did not provide further details regarding this. The customer also indicated that they retrieved some samples and repeated them on the instrument after rebooting the instrument. The customer runs multiple tests on this instrument, including infectious diseases, fertility, and thyroid. The customer indicated that issue occurs about once per week. There are no known reports of adverse health consequences due to the event.